Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08715 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. During the occlusion test, inserted a test p-cap and a water filled reservoir into the reservoir compartment. The unit recognized the water filled reservoir in the reservoir compartment. Programmed and delivered a 2.0 unit fill cannula, the water exited the infusion set during the 2.0 unit fill cannula delivery. No prime/fill anomaly noted. No missing segments/partial display noted during testing. Device communicated properly with the guardian link 3 and the test plug. No pump/senor communication anomaly or calibration anomaly noted. Unit uploaded properly using carelink. Device had minor scratched display window, scratched case and a pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on an unknown date. The customer¿s blood glucose level was 170 mg/dl at the time of incident. The customer declined troubleshooting for low and high blood glucose events. The customer was treated with insulin drip during hospitalization. The customer stated that the symptoms related to high blood glucose such as nausea and vomiting. Customer declined to perform a carelink upload. Customer stated that she ran a self test on the insulin pump and the screen went black during the test. Based on the tones of the insulin pump the test was able to complete, however the screen remained black. Customer accidentally ran another self test while the screen was black. Customer stated the insulin did not exit and pump alarmed insulin flow blocked alarm. The insulin pump will be returned for analysis.